Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was mentioned that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 24 mm in length, eccentric, restenosed target lesion was located in the moderately tortuous, moderately calcified and 3mm in diameter left anterior descending (lad). A 3.00 x 24 mm synergy stent was advanced to treat the lesion. However, the device was unable to cross the lesion and upon removal, it was noted that the proximal part of the stent was deformed. The procedure was completed with another of same device. No patient complications were reported and patient's status is stable.